Event description:
I had the sciton profactional laser done with (B)(6) for acne scarring which left me with some burned skin, large pores, microlaser holes, redness, red marks, more indents, hypo and hyper pigmentation, facial fat loss and track marks.